Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. The technical support specialist (tss) encountered a retry error, executed the knowledge article "retry mode: insert into tx.transactionsession" to apply the fix, and verified that the retry was cleared and the upload function operated properly to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 6hp1 was not communicating with our es server or our pharmacy inventory system (pis). Customer stated that refill data from reports run on the physical device did not match refill data from reports. However, there were no delays or adverse events or injuries reported based on this event.